Event description:
The customer reported the au680 clinical chemistry analyzer generated erratic false patient results for ise (ion selective electrode) na (sodium), potassium, and cl (chloride). The erroneous samples were repeated on an alternate instrument, and results considered normal were obtained. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer verbally provided patient data for three (3) patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical analyzer. The fse inspected the instrument and found the mix motor was not spinning. Upon further inspecting found the motor had seized. The fse replaced the ise (ion selective) mix motor to resolve the issue. The fse performed verification testing, and no further issue noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).